Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information receive by medtronic that the insulin pump had pump error. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. No harm or consequences was reported. The device will not be returned for analysis.